Event description:
The customer reported that the col iris potentiometer error message appears during the system boot up. The message disappears by pressing any key, but the fluoro does not work. This same issue causes a system reboot.

Manufacturer narrative:
This MDR is related to ge healthcare. The system was repaired, found to be operating as intended, and released to the customer for use.